Manufacturer narrative:
Customer was able to conduct control solution testing during call with results of 125 and 126 mg/dl. Readings were within range.

Event description:
Customer tested with freestyle and rec'd a blood glucose reading of 152 mg/dl while feeding hypoglycemic. During customer call, customer rec'd freestyle comparison reading results of 107 and 134 mg/dl within 10 mins. Results vary more than the MFR's allowed 20% variance.